Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity, head/brain injury, and cva (stroke) das system. It was reported that the patient's pump was removed and never replaced a "few days" after it was implanted because the patient acquired a staph infection following the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.